Event description:
Related manufacturing reference number: 2017865-2022-50447. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead and the right atrial lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead and right atrial lead was explanted and replaced. No patient consequences were noted.